Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced low blood glucose. The customer blood glucose level was 45 mg/dl at the time of incident. The customer other blood glucose level was 49 mg/dl, 55 mg/dl . The customer was treated with carbohydrate and orange juice. The customer states that they had stuck button error alarm. The customer states that they were able to clear the alarm. The customer states the buttons was working. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.